Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the label ID tag was detached and returned with the fiber. The glass cap was detached and not returned. The fiber is proximally fractured at uv glue zone. The heat shrink tubing exhibits signs of melting, torn, stretched and detritus adhesion; and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported during prostate procedure at 242,265j and 36:24 mins of use the fiber tip fracture was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Event description:
It was reported during prostate procedure at 242,265j and 36:24 mins of use the fiber tip fracture was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.